Event description:
It was reported to boston scientific corp that a endostat ii electrosurgical unit was used during a procedure performed in 2009. According to the complainant, during the procedure, fluctuations between high and low irrigation occurred. The biomedical engineer indicated that the failure resulted from a faulty pump. The procedure was completed with the same endostat ii electrosurgical unit. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Faulty pump. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.